Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. It was further specified that the leak occurred around the crimp where the bag was sealed into the port. The leaks were discovered before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between: august 02, 2018 to august 03, 2018. Two devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon functional testing, a leak was observed at the spike port cap of both samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.